Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient had not felt stimulation for the past 4 or 5 days. It was noted that the patient normally felt stimulation in her right leg and feet and slightly in the left leg. It was noted that the implantable neurostimulator (ins) battery had charge and that the ins was on but the patient could still not feel stimulation. It was noted that the patient¿s amplitude was set at 3.10 and that the patient tried to increase higher but was afraid stimulation would come on suddenly too strong. It was noted that for the past few months stimulation had been sporadic and random. It was noted that the patient would feel stimulation and then would not feel stimulation for a while. It was noted that a manufacturing representative adjusted her therapy and it worked for a while but then started to not work again. It was noted that the patient has had no falls or traumas recently. Additional information requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3550-29, lot# n153073, implanted: (B)(6) 2008, product type accessory. (B)(4).